Manufacturer narrative:
A patient controller communication error message displaying ¿generator is not paired with this device¿ was reported to abbott. No intervention is scheduled at this time. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the ipg was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device failed to establish communication with external devices after an unrelated surgical procedure. Attempts to reestablish communication or recover the device were unsuccessful. Surgical intervention may take place to address the issue.

Manufacturer narrative:
Date of event is estimated